Manufacturer narrative:
Though requested, patient information was not provided.

Event description:
Reportedly, during patient use, an "o2 sensor bad" alarm occurred. This could not be solved by calibration. There was no medical intervention required to prevent patient injury and no adverse patient effects were reported.